Event description:
The event is reported as: complaint alleged: doctor used the capio - fired 6 times - it was working fine. The capio bullet got caught through the outside cage and when trying to release it he pulled the bullet needle off the suture. This happened outside the patient. The bullet needle got caught in the cage and could not be retrieved. Opened up another capio handle and procedure was finished without further complications. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.